Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra2 was not powering on. The patient was unable/unwilling to report if the battery was replaced per the owner's manual. The customer service representative (csr) asked the patient to replace the battery but the issue persisted. The patient stated that the power issue first began three months earlier. After the issue began, the patient continued taking his usual dose of medications (lantus and humalog). At an unspecified time(s), the patient reportedly felt nauseated, dizzy, and frequent urination while taking his usual medications. This complaint is being reported because the power issue was not resolved with troubleshooting with customer service and the patient alleged experiencing symptoms while taking his usual diabetes medications. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.